Manufacturer narrative:
A united states (us) customer contacted siemens to report that discordant b-type natriuretic peptide (bnp) test results were obtained on three patient samples from an advia centaur xp analyzer due to a sample ID misread. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse performed a rack loader calibration and adjusted the barcode scanner. The cse verified that the sample tubes were reading correctly. The cause of the b-type natriuretic peptide (bnp) test results was a sample ID barcode scanning issue. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
Discordant b-type natriuretic peptide (bnp) test results were obtained on three patient samples from an advia centaur xp analyzer due to a sample ID misread. For two of the samples, the initial test result was released to the physician(s). The initial test result for the third sample was not released to the physician(s). All three samples were repeated on the same advia centaur xp analyzer. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant bnp results.